Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that the bd ultra-fine¿ pro pen needle was difficult to operate and caused "grinding" when unscrewing it from the pen. Additionally, the needle was blocked and failed to deliver insulin. The following information was provided by the initial reporter: "customer is using another pen (previously nordisk) and has had no problems with our 4 mm pen needles. Now she has a different insulin and therefore also a different pen (lilly) and since then she already has the feeling that something grinds when unscrewing. And the needles are not permeable, but not with all needles."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that the bd ultra-fine¿ pro pen needle was difficult to operate and caused "grinding" when unscrewing it from the pen. Additionally, the needle was blocked and failed to deliver insulin. The following information was provided by the initial reporter: "customer is using another pen (previously nordisk) and has had no problems with our 4 mm pen needles. Now she has a different insulin and therefore also a different pen (lilly) and since then she already has the feeling that something grinds when unscrewing. And the needles are not permeable, but not with all needles."